Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, on a sleeve gastrectomy, the adapter loads but was loosely attached and was wobbly when connected to the clam shell. The operator continued using adapter to resolve the issue. There was no patient involvement.